Event description:
The patient ((B)(6)) was implanted with an ipg approximately (B)(6) ago. It was reported that the patient has observed the low battery warning for the ipg. A clinician appointment has been scheduled for further interrogation. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.